Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The patient had a left bundle branch block during the episodes. The sensing vector at the time of the shocks was set to the secondary sensing vector. The patient underwent a treadmill test, and the left bundle branch block could not be reproduced. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.